Event description:
It was reported that pump touchscreen was unresponsive and froze, and that wake button did not respond reliably and needed to be pressed multiple times before pump turned on. There was no reported impact to the customer¿s blood glucose level. Patient did not want to troubleshoot issues with pump, and no additional information was received regarding any further actions taken.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.